Manufacturer narrative:
Additional information: according to the surgeon, the staples appeared crushed and there was active bleeding from the mid-portion of the vessel. The surgeon used the medium-large clip applier to place a clip to control the bleeding. Holes and a gap were observed within the staple line. There was approximately 50ml of blood loss. A review of an image provided by the customer supports the additional information provided by the surgeon. The image shows a clip and staples.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved-tip stapler instrument fired a blue sureform 45 reload improperly on the pulmonary artery. This event resulted with a malformed staple line. The surgeon used a backup sureform 45 curved-tip stapler instrument and completed the procedure robotically with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
The sureform 45 curved-tip stapler was returned to intuitive surgical, inc. (Isi) and failure analysis evaluation was performed. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped and fired a blue sureform 45 reload successfully. The instrument was fully functional. No product issue was identified. A review of the logs for the sureform 45 curved-tip stapler instrument associated with this event revealed the following: the logs show a sureform 45 curved-tip stapler instrument (part #480545-06, lot #l10240816-0094) was installed on the system 3 times and fired 3 sureform 45 reloads (1 blue, 1 white, 1 black, in that order). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.